Event description:
On (B)(6) 2014 surgery. On (B)(6) 2014 subluxation was found by x-ray. On (B)(6) 2014 revision for humeral insert replacement. On (B)(6) 2014 acromion fracture was found. But after one month, the bone was fused.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.